Event description:
It was reported that the patient postoperatively developed an atrial tachycardic and fibrillation episode related to far field r-wave (ffrw) oversensing of the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).